Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4: UDI: (B)(4). This medwatch is being filed to relay additional information, as the final submission. The following sections were updated/edited: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h8, h10. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) eleven times as documented in the repair reports in livelink. The last repair was february 4, 2018 where it was reported that the device produced an incomplete mesh and the side plates, bearings, roller, roller gear, and comb were replaced. This is a related issue. On may 14, 2019, it was reported that the unit had incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on may 17, 2019 revealed that the calibration was out of specifications but produced a passing sample mesh. The roller, shoulder bolts, washers, and gear all had visible damage. The 1.5:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. The 2:1 ratio cutter, serial number (B)(4) produced an incomplete mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2019 which included replacement of the shoulder bolts, belleville washers, roller gear, cutter collars, and cutter gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event cannot be confirmed because the device produced a passing test cut upon product evaluation. The root cause of the reported event cannot be specifically determined with the provided information because the device produced a passing test cut upon product evaluation. It was found that the 2:1 cutters was damaged which may have contributed to the reported event but it is unknown with the information provided. The device was noted to be functioning as intended after the shoulder bolts, belleville washers, roller gear, cutter collars, and cutter gears were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device produced an incomplete mesh. Device was used on cadaver skin. No harm and no delay were reported. No adverse events have been reported as a result of this malfunction.